Event description:
Reference number (B)(4). Event occurred in the united states. On 11th sep 2024, patient reported occlusion. Troubleshooting confirmed blockage in the tubing. Customer changed supplies as necessary and resumed insulin therapy. No further information available.